Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the patient was hospitalized for unrelated therapy or product reasons. It was reported the pump was not working. It was unknown if the pump was ¿activated.¿ there were no alarms heard. The system was being used to deliver dilaudid.